Manufacturer narrative:
Ischemia/ppae: the cause of the injury was not determined due to insufficient clinical details. Additional information has been provided in d1 (brand name). Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).

Manufacturer narrative:
Additional information was provided by the company representative that "the pump was explanted and is not available as staff discarded it." This information is consistent with the initial MDR, which reported that the device was not returned to the manufacturer.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella cp was placed via the femoral artery to support the 56 year old female patient who had been admitted in with known peripheral arterial disease and coronary artery disease, with plan for a high risk percutaneous coronary intervention (hrpci). The cp was placed when the patient was in need of CPR prior to the hrpci. The cp was placed and so was a distal perfusion sheath as the patient had known peripheral disease and diminished pulses. The cp remained on for the hrpci and was explanted after 2 days of support. Limb ischemia is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as the patient's known peripheral disease with calcification.